Event description:
Procedure: left ureteroscopy w/laser lithotripsy w/stone extraction. Basket broke off of disposable stone basket. Md said it took 15 minutes to retrieve the basket. No other damage noted.